Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to oversensing of noise. It was reported that the patient suffered from a seizure disorder. The noise and oversensing correlated with seizures. This product remains implanted and in service. No adverse patient effects were reported. It was reported that the electrode and s-ICD were later explanted and replaced as part of a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to oversensing of noise. It was reported that the patient suffered from a seizure disorder. The noise and oversensing correlated with seizures. This product remains implanted and in service. No adverse patient effects were reported.